Manufacturer narrative:
(B)(4).

Event description:
Additional information received later indicated that patient¿s neurostimulator went dead and her symptoms returned. It was indicated that it was normal battery depletion.

Event description:
It was reported that the implantable neurostimulator (ins) was functioning at ¿3-5%.¿ it was stated that the patient met with the manufacturer representative on (B)(6) 2013 and that the representative ¿knew the ins was about to die, but did not tell the healthcare provider (hcp).¿ the patient had to urinate every 20-30 minutes and had back pain. The symptoms began around (B)(6) 2013, when ¿the battery started malfunctioning.¿ it was also stated that the patient ¿jump starts¿ the ins with the programmer, but then it went away. It was noted that the patient always had blood in her urine. The patient was afraid that she was going to become septic and have to go to the hospital. The ins was implanted to treat interstitial cystitis. The patient¿s hcp could not replace the ins until the middle of (B)(6) 2014. The patient wanted to find an hcp that could get her in sooner.

Manufacturer narrative:
Concomitant medcial products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-28, lot# v513773, implanted: (B)(6) 2010, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).